Event description:
Customer reported the instrument was not switching on.

Manufacturer narrative:
Iq200 urine microscopy unit was reported to be inoperable and charred material was found when inspected. Field service engineer (fse) also found that some parts of the boards were burned. Fse replaced the power sic, mscb, dcvb, hlcb and peristaltic pump assembly and completed all alignments and performed the focus and controls. Instrument was operational. There were no reports of injuries, visible flames, burnt smell or smoke, or fire department being called.